Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts have been made to have the product returned. This report will be updated when the investigation is complete. This event occurred in another country.

Event description:
Allegedly, the implant has been pressed out of the sinus tarsi 2 days after the surgery.